Event description:
The balloon did not deflate.

Manufacturer narrative:
Report received from the field indicated that a 73 year old male pt was undergoing percutaneous transluminal coronary angioplasty/stenting procedure within a circumflex lesion. The stent delivery system was inflated to 25 atmospheres, in an attempt to rupture the balloon, following multiple unsuccessful attempts to deflate. The stopcock was then removed, an iron man steerable guidewire was inserted in an attempt to open the lumen, and two 60 cc syringes were used to deflate the balloon. A spiral dissection was noted at the proximal circumflex. The dissection was treated with four additional stents deployed within the vessel without report of other pt injury of complications.